Manufacturer narrative:
This case was initially received via regulatory authority (ansm - heath authorities in france, reference number: (B)(4) on (B)(6) 2017. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of back pain ("chronic back pain"), device dislocation ("essure implants were not visualized"), allergy to metals ("allergy to nickel") and uterine inflammation ("bilateral uterine horns seemed to be inflammatory") in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (3 children (in 1992, 1994, 1999)), metrorrhagia (menorrhagia in 2005 documented in a separate case) in 2003, vaginal lesion excision in 2007, low back pain, endometriosis, postpartum hemorrhage in 1999 and tubal ligation. Previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included menorrhagia with mirena. Family history included myeloma (mother) and osteoporosis (mother). Concomitant products included desogestrel since (B)(6) 2015, estradiol (estreva) and progesterone (progestan). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced the first episode of back pain (seriousness criteria medically significant and intervention required), menorrhagia ("major menstrual bleeding at each period with pain until 2014"), dysmenorrhoea ("major menstrual bleeding at each period with pain until 2014"), the first episode of paraesthesia ("pins and needles at night") and tendon pain ("tendon pain at various sites, i.e. Achilles tendon, shoulders, hips, elbows, knees, elbows, wrists, arms"). On (B)(6) 2009, the patient experienced metrorrhagia ("metrorrhagia"), 6 months 20 days after insertion of essure. In 2010, the patient experienced the first episode of arthralgia ("chronic joint pain"), myalgia ("chronic muscle pain") and sleep disorder ("sleep disorders"). On (B)(6) 2011, the patient experienced asthenia ("asthenia"). On (B)(6) 2013, the patient experienced dizziness postural ("positional dizziness, upon wake up in the morning"). On (B)(6) 2013, the patient experienced vertigo positional ("paroxysmal dizziness"). On (B)(6) 2013, the patient experienced the second episode of back pain ("acute low back pain"). On (B)(6) 2014, the patient experienced tendon disorder ("tendinopathy with thickening of left achilles tendon"). On (B)(6) 2014, the patient experienced epicondylitis ("right epicondylitis"). On (B)(6) 2015, the patient experienced menometrorrhagia ("menometrorrhagia"). In 2016, the patient experienced rash macular ("skin rash (with red patches)"). On (B)(6) 2016, the patient experienced musculoskeletal pain ("recurrence of musculoskeletal pain") and hot flush ("hot flushes"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with allergy to metals, uterine inflammation (seriousness criterion medically significant), pain ("tissue pain"), the second episode of paraesthesia ("night paresthesia of both hands"), the second episode of arthralgia ("pain in both hands and thumbs"), amenorrhoea ("amenorrhea for 6 months"), palpitations ("palpitation"), dyspepsia ("digestive disorders"), iron deficiency anaemia ("iron-deficiency anemia") and adenomyosis ("nodules of adenomyosis") and was found to have uterine leiomyoma ("leiomyoma"). The patient was treated with chlormadinone acetate (luteran), cortivazol (altim), diclofenac sodium (voltaren), ectoparasiticides, incl. Scabicides, flurbiprofen (antadys), ibuprofen (ibuprofene), lansoprazole, levocetirizine dihydrochloride, methocarbamol;methyl nicotinate (lumirelax), naproxen sodium, nomegestrol acetate (lutenyl), paracetamol (doliprane), phloroglucinol (spasfon), promegestone (surgestone), thiocolchicoside, tranexamic acid (exacyl), physical therapy (physiotherapy), rehabilitation and surgery (essure removed on (B)(6) 2017 by hysterectomy via celiosurgery with bilateral salpingectomy). Essure was removed on (B)(6) 2017. In 2014, the menorrhagia and dysmenorrhoea had resolved. At the time of the report, the device dislocation, allergy to metals, uterine inflammation, menometrorrhagia, myalgia, metrorrhagia, asthenia, dizziness postural, vertigo positional, the last episode of back pain, pain, the last episode of paraesthesia, the last episode of arthralgia, epicondylitis, amenorrhoea, dyspepsia, musculoskeletal pain, hot flush, iron deficiency anaemia, uterine leiomyoma and adenomyosis outcome was unknown and the tendon disorder, tendon pain, rash macular, sleep disorder and palpitations was resolving. The reporter provided no causality assessment for adenomyosis, device dislocation, iron deficiency anaemia, uterine inflammation and uterine leiomyoma with essure. The reporter considered allergy to metals, amenorrhoea, asthenia, dizziness postural, dysmenorrhoea, dyspepsia, epicondylitis, hot flush, menometrorrhagia, menorrhagia, metrorrhagia, musculoskeletal pain, myalgia, pain, palpitations, rash macular, sleep disorder, tendon disorder, tendon pain, vertigo positional, the first episode of arthralgia, the first episode of back pain, the first episode of paraesthesia, the second episode of arthralgia, the second episode of back pain and the second episode of paraesthesia to be related to essure. The reporter commented: essure inserted without any difficulties. Patient had many rehabilitation sessions for lumbar spine due to acute low back pain, achille tendon, right tendon and right elbow, upper limb and heels. Also, had massage sessions and physiotherapy for left achille tendon due to tendinopathy with thickening, dorsal spine due to muscle back pain and for the left shoulder. On (B)(6) 2017, the patient underwent a hysterectomy via celio surgery with bilateral salpingectomy. Allergy tests on (B)(6) 2018 with confirmation of systemic allergy to nickel led to same symptoms as those experienced with essure.patient had improvement of general health status since the removal of essure. Less frequent visits with the physician. The patient's physician stated that symptoms were consistent with essure. The patient was in pre-menopause when she experienced the events and refused any hormone treatment. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Alanine aminotransferase (u/l) - on (B)(6) 2014: elevated. Allergy test - in 2017: allergy with nickel (earring, buttons...); on (B)(6) 2018: systemic allergy with nickel. Biopsy endometrium - on (B)(6) 2010: sub-acute endometritis lesions, on-specific. Blood test - on an unknown date: no explanation for the presence of pain; on (B)(6) 2014: without finding; on (b(6) 2015: increase in some proteins ((possible inflammatory syndrome); on (B)(6) 2017: increase in some proteins (possible inflammatory syndrome); on (B)(6) 2017: inflammatory syndrome not found and auto-immune work-up was negative; on (B)(6) 2017: normal. Blood thyroid stimulating hormone - on (B)(6) 2015: normal; on (B)(6) 2017: normal. Computerised tomogram - on (B)(6) 2014: cervical spine and hands were normal. Electromyogram - on (B)(6) 2014: no compression of the median nerve. Hysteroscopy - on (B)(6) 2010: hypertrophy of the endometrium, mainly on the posterior face. Thin synechia next to ostia, covering implants. Laboratory test - on (B)(6) 2017: inflammatory syndrome not found. Neurological examination - on (B)(6) 2014: probable clinical impairment only. Infiltration of carpal tunnel to be considered. Nuclear magnetic resonance imaging - on (B)(6) 2017: no finding on left shoulder. Pathology test - on an unknown date: pathological anatomy examination of uterus showed leiomyoma and some nodules of adenomyosis. Congestion of the fallopian tubes was mentionne with remodelling due to fibrosis of the chorion. The conclusion of the pathological examination : nothing remarkable was found; on (B)(6) 2017: cervix and uterine tube with no finding. Serum ferritin (15 - 150 ng/ml) - on (B)(6) 2009: 4 ng/ml; on (B)(6) 2010: 7 ng/ml; on (B)(6) 2011: 12 ng/ml; on (B)(6) 2013: depressed. Ultrasound pelvis - on (B)(6) 2009: wthout finding; on (B)(6) 2010: sightly globular uterus with adenomyotic appearance polyp in endometrium (9x6x6mm) and polyp in uterine fundus (4mm); on (B)(6) 2010: without findings; on (B)(6) 2012: left ovarian follicle of 19mm. No polyp. Ultrasound scan - on (B)(6) 2014: achille heels check: fusiform tendinopathy of achille tendons, left predominance, without fissure picture. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the unknown or consumer is not possible. Most recent follow-up information incorporated above includes: on 25-apr-2019: follow up information provided via lawyer: the patient was in pre-menopause when she experienced the events and refused any hormone treatment. Pathological anatomy examination of uterus showed leiomyoma (added as new event) and some nodules of adenomyosis (added as new event). Congestion of the fallopian tubes was mentionne with remodelling due to fibrosis of the chorion. The conclusion of the pathological examination was that nothing remarkable was found. Additional event added: iron-deficiency anemia no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm - heath authorities in france, reference number: r1615039) on 17-jan-2017. The most recent information was received on 22-oct-2018. This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of back pain ("chronic back pain") and allergy to metals ("allergy to nickel") in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida (3 children), metrorrhagia in 2003, vaginal lesion excision in 2007 and low back pain. Previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included menorrhagia with mirena. Concomitant products included desogestrel since (B)(6)2015. On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced the first episode of back pain (seriousness criteria medically significant and intervention required), menorrhagia ("major menstrual bleeding at each period with pain until 2014"), dysmenorrhoea ("major menstrual bleeding at each period with pain until 2014"), the first episode of arthralgia ("chronic joint pain"), myalgia ("chronic muscle pain"), the first episode of paraesthesia ("pins and needles at night") and tendon pain ("tendon pain at various sites, i.e. Achilles tendon, shoulders, hips, elbows"). On (B)(6)2009, 6 months 20 days after insertion of essure, the patient experienced metrorrhagia ("metrorrhagia"). On (B)(6)2011, the patient experienced asthenia ("asthenia"). On (B)(6)2013, the patient experienced dizziness postural ("positional dizziness, upon wake up in the morning"). On (B)(6)2013, the patient experienced vertigo positional ("paroxysmal dizziness"). On (B)(6)2013, the patient experienced the second episode of back pain ("acute low back pain"). On (B)(6)2014, the patient experienced tendon disorder ("tendinopathy with thickening of left achilles tendon"). On (B)(6)2014, the patient experienced epicondylitis ("right epicondylitis"). On (B)(6)2015, the patient experienced menometrorrhagia ("menometrorrhagia"). In 2016, the patient experienced rash macular ("skin rash (with red patches)"). On (B)(6)2016, the patient experienced musculoskeletal pain ("recurrence of musculoskeletal pain") and hot flush ("hot flushes"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pain ("tissue pain"), the second episode of paraesthesia ("night paresthesia of both hands"), the second episode of arthralgia ("pain in both hands and thumbs"), amenorrhoea ("amenorrhea for 6 months"), sleep disorder ("sleep disorders"), palpitations ("palpitation") and dyspepsia ("digestive disorders"). The patient was treated with paracetamol (doliprane), nomegestrol acetate (lutenyl), tranexamic acid (exacyl), flurbiprofen (antadys), chlormadinone acetate (luteran), naproxen sodium, lansoprazole, spasfon, promegestone (surgestone), diclofenac sodium (voltarene), lumirelax, ibuprofen (ibuprofen), levocetirizine dihydrochloride, ectoparasiticides, incl scabicides, surgery (essure removed on (B)(6)2017 by hysterectomy via celiosurgery with bilateral salpingectomy), rehabilitation, and physical therapy (physiotherapy). Essure was removed on (B)(6)2017. In 2014, the menorrhagia and dysmenorrhoea had resolved. At the time of the report, the allergy to metals, menometrorrhagia, myalgia, metrorrhagia, asthenia, dizziness postural, vertigo positional, the last episode of back pain, pain, the last episode of paraesthesia, the last episode of arthralgia, epicondylitis, amenorrhoea, dyspepsia, musculoskeletal pain and hot flush outcome was unknown and the tendon disorder, tendon pain, rash macular, sleep disorder and palpitations was resolving. The reporter considered allergy to metals, amenorrhoea, asthenia, dizziness postural, dysmenorrhoea, dyspepsia, epicondylitis, hot flush, menometrorrhagia, menorrhagia, metrorrhagia, musculoskeletal pain, myalgia, pain, palpitations, rash macular, sleep disorder, tendon disorder, tendon pain, vertigo positional, the first episode of arthralgia, the first episode of back pain, the first episode of paraesthesia, the second episode of arthralgia, the second episode of back pain and the second episode of paraesthesia to be related to essure. The reporter commented: essure inserted without any difficulties. Patient had many rehabilitation sessions for lumbar spine due to acute low back pain, achille tendon, right tendon and right elbow, upper limb and heels. Also, had massage sessions and physiotherapy for left achille tendon due to tendinopathy with thickening, dorsal spine due to muscle back pain and for the left shoulder. On (B)(6)2017, the patient underwent a hysterectomy via celio surgery with bilateral salpingectomy. Allergy tests on (B)(6)2018 with confirmation of systemic allergy to nickel led to same symptoms as those experienced with essure. Patient had improvement of general health status since the removal of essure. Less frequent visits with the physician. The patient's physician stated that symptoms were consistent with essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6)2018: systemic allergy with nickel; in 2017: allergy with nickel (earring, buttons...) Biopsy endometrium - on (B)(6)2010: sub-acute endometritis lesions, on-specific blood test - on (B)(6)2014: without finding; on (B)(6)2015: increase in some proteins; on (B)(6)2017: increase in some proteins; on (B)(6)2017: normal; on an unknown date: no explanation for the presence of pain computerised tomogram - on (B)(6)2014: cervical spine and hands were normal hysteroscopy - on (B)(6)2010: hypertrophy of the endometrium, thin synechia laboratory test - on (B)(6)2017: not found inflammatory syndrome nuclear magnetic resonance imaging - on (B)(6)2017: no finding on left shoulder ultrasound pelvis - on (B)(6)2009: without finding; on (B)(6)2010: slightly globular uterus with adenomyotic appearan; on (B)(6)2010: without finding; on (B)(6)2012: left ovarian follicle of 19mm. No polyp. Ultrasound scan - on (B)(6)2014: of achille heels... (B)(6)2010 (cont): polyp in endometrium (9x6x6mm) and polyp in uterine fundus (4mm). (B)(6)2010: hysteroscopy showed hypertrophy of the endometrium, mainly on the posterior face. Thin synechia next to ostia, covering implants. (B)(6)2010: pelvic ultrasound without findings. (B)(6)2012: pelvic ultrasound with left ovarian follicle of 19mm. No polyp. (B)(6)2013: serum ferritin: depressed. (B)(6)2014: ultrasonography of achille heels (cont.): showed fusiform tendinopathy of achille tendons, left predominance, without fissure picture. (B)(6)2014 : prescription of electromyogram. It showed no compression of the median nerve. (B)(6)2014 : neurological exploration found probable clinical impairment only. Infiltration of carpal tunnel to be considered. (B)(6)2014: alanine aminotransferase: elevated. (B)(6)2015 : blood analysis (cont.) Found increase in some proteins (possible inflammatory syndrome) and normal tsh level. (B)(6)2017 : blood analysis (cont.) Found increase in some proteins (possible inflammatory syndrome) and normal tsh level. (B)(6)2017: and (B)(6)2015: blood thyroid stimulating hormone: normal. (B)(6)2017 : anatomopathologic report : cervix and uterine tube with no finding. (B)(6)2017 : lab test (cont.) Did not find inflammatory syndrome and the auto-immune work-up was negative. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the unknown is not possible. Most recent follow-up information incorporated above includes: on 22-oct-2018: new treatments added (lutenyl, exacyl, antadys, luteran, naproxene sodique, lansoprazole, spasfon, surgestone, voltarene, lumirelax, ibuprofen, levocetirizine dichlorhydrate and acardust). Optimizette (oral contraceptive) was added as concomitant medication. Doliprane added as co-suspect drug. Patient's relevant history and lab data added. New events added: metrorrhagia, asthenia, positional dizziness, upon wake up in the morning, paroxysmal dizziness, acute low back pain, tissue pain, night paresthesia of both hands, pain in both hands and thumbs, right epicondylitis, menometrorrhagia, skin rash (with red patches), allergic reaction, allergy with nickel, sleep disorders, palpitation and digestive disorders. Essure removed on (B)(6)2017 by hysterectomy via celio surgery with bilateral salpingectomy. Reporter causality assessment updated from not reported to related for the previously reported events. Reporter causality comment field updated. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm - heath authorities in france, reference number: (B)(4)) on 17-jan-2017. The most recent information was received on 08-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of back pain ("chronic back pain"), device dislocation ("essure implants were not visualized"), allergy to metals ("allergy to nickel") and uterine inflammation ("bilateral uterine horns seemed to be inflammatory") in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (3 children (in (B)(6) , (B)(6) , (B)(6) )), metrorrhagia (menorrhagia in (B)(6) documented in a separate case) in (B)(6) , vaginal lesion excision in (B)(6) , low back pain, endometriosis, postpartum hemorrhage in (B)(6) and tubal ligation. Previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included menorrhagia with mirena. Family history included myeloma (mother) and osteoporosis (mother). Concomitant products included desogestrel since (B)(6) 2015, estradiol (estreva) and progesterone (progestan). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced the first episode of back pain (seriousness criteria medically significant and intervention required), menorrhagia ("major menstrual bleeding at each period with pain until (B)(6) "), dysmenorrhoea ("major menstrual bleeding at each period with pain until (B)(6) "), the first episode of paraesthesia ("pins and needles at night") and tendon pain ("tendon pain at various sites, i.e. Achilles tendon, shoulders, hips, elbows"). On (B)(6) 2009, the patient experienced metrorrhagia ("metrorrhagia"), 6 months 20 days after insertion of essure. In (B)(6) , the patient experienced the first episode of arthralgia ("chronic joint pain"), myalgia ("chronic muscle pain") and sleep disorder ("sleep disorders"). On (B)(6) 2011, the patient experienced asthenia ("asthenia"). On (B)(6) 2013, the patient experienced dizziness postural ("positional dizziness, upon wake up in the morning"). On (B)(6) 2013, the patient experienced vertigo positional ("paroxysmal dizziness"). On (B)(6) 2013, the patient experienced the second episode of back pain ("acute low back pain"). On (B)(6) 2014, the patient experienced tendon disorder ("tendinopathy with thickening of left achilles tendon"). On (B)(6) 2014, the patient experienced epicondylitis ("right epicondylitis"). On (B)(6) 2015, the patient experienced menometrorrhagia ("menometrorrhagia"). In (B)(6) , the patient experienced rash macular ("skin rash (with red patches)"). On (B)(6) 2016, the patient experienced musculoskeletal pain ("recurrence of musculoskeletal pain") and hot flush ("hot flashes"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with allergy to metals, uterine inflammation (seriousness criterion medically significant), pain ("tissue pain"), the second episode of paraesthesia ("night paresthesia of both hands"), the second episode of arthralgia ("pain in both hands and thumbs"), amenorrhoea ("amenorrhea for 6 months"), palpitations ("palpitation") and dyspepsia ("digestive disorders"). The patient was treated with chlormadinone acetate (luteran), cortivazol (altim), diclofenac sodium (voltaren), ectoparasiticides, incl. Scabicides, flurbiprofen (antadys), ibuprofen (ibuprofene), lansoprazole, levocetirizine dihydrochloride, methocarbamol;methyl nicotinate (lumirelax), naproxen sodium, nomegestrol acetate (lutenyl), paracetamol (doliprane), phloroglucinol (spasfon), promegestone (surgestone), thiocolchicoside, tranexamic acid (exacyl), physical therapy (physiotherapy), rehabilitation and surgery (essure removed on (B)(6) 2017 by hysterectomy via celiosurgery with bilateral salpingectomy). Essure was removed on (B)(6) 2017. In (B)(6) , the menorrhagia and dysmenorrhoea had resolved. At the time of the report, the device dislocation, allergy to metals, uterine inflammation, menometrorrhagia, myalgia, metrorrhagia, asthenia, dizziness postural, vertigo positional, the last episode of back pain, pain, the last episode of paraesthesia, the last episode of arthralgia, epicondylitis, amenorrhoea, dyspepsia, musculoskeletal pain and hot flush outcome was unknown and the tendon disorder, tendon pain, rash macular, sleep disorder and palpitations was resolving. The reporter provided no causality assessment for device dislocation and uterine inflammation with essure. The reporter considered allergy to metals, amenorrhoea, asthenia, dizziness postural, dysmenorrhoea, dyspepsia, epicondylitis, hot flush, menometrorrhagia, menorrhagia, metrorrhagia, musculoskeletal pain, myalgia, pain, palpitations, rash macular, sleep disorder, tendon disorder, tendon pain, vertigo positional, the first episode of arthralgia, the first episode of back pain, the first episode of paraesthesia, the second episode of arthralgia, the second episode of back pain and the second episode of paraesthesia to be related to essure. The reporter commented: essure inserted without any difficulties. Patient had many rehabilitation sessions for lumbar spine due to acute low back pain, achilles tendon, right tendon and right elbow, upper limb and heels. Also, had massage sessions and physiotherapy for left achilles tendon due to tendinopathy with thickening, dorsal spine due to muscle back pain and for the left shoulder. On (B)(6) 2017, the patient underwent a hysterectomy via celio surgery with bilateral salpingectomy. Allergy tests on (B)(6) 2018 with confirmation of systemic allergy to nickel led to same symptoms as those experienced with essure. Patient had improvement of general health status since the removal of essure. Less frequent visits with the physician. The patient's physician stated that symptoms were consistent with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Allergy test - in (B)(6) : results: allergy with nickel (earring, buttons); on (B)(6) 2018: results: systemic allergy with nickel. Biopsy endometrium - on (B)(6) 2010: results: sub-acute endometritis lesions, on-specific. Blood test - on an unknown date: results: no explanation for the presence of pain; on (B)(6) 2014: results: without finding; on (B)(6) 2015: results: increase in some proteins; on (B)(6) 2017: results: increase in some proteins; on (B)(6) 2017: results: normal. Computerised tomogram - on (B)(6) 2014: results: cervical spine and hands were normal. Hysteroscopy - on 04-may-2010: results: hypertrophy of the endometrium, thin synechia. Laboratory test - on (B)(6) 2017: results: not found inflammatory syndrome. Nuclear magnetic resonance imaging - on (B)(6) 2017: results: no finding on left shoulder. Ultrasound pelvis - on (B)(6) 2009: results: without finding; on (B)(6) 2010: results: slightly globular uterus with adenomyotic appearance; on (B)(6) 2010: results: without finding; on (B)(6) 2012: results: left ovarian follicle of 19mm. No polyp. Ultrasound scan - on (B)(6) 2014: results: of achilles heels. On (B)(6) 2010 (cont): polyp in endometrium (9x6x6mm) and polyp in uterine fundus (4mm). On (B)(6) 2010: hysteroscopy showed hypertrophy of the endometrium, mainly on the posterior face. Thin synechia next to ostia, covering implants. On (B)(6) 2010: pelvic ultrasound without findings. On (B)(6) 2012: pelvic ultrasound with left ovarian follicle of 19mm. No polyp. On (B)(6) 2013: serum ferritin: depressed. On (B)(6) 2014: ultrasonography of achilles heels (cont.): showed fusiform tendinopathy of achilles tendons, left predominance, without fissure picture. On (B)(6) 2014 : prescription of electromyogram. It showed no compression of the median nerve. On (B)(6) 2014 : neurological exploration found probable clinical impairment only. Infiltration of carpal tunnel to be considered. On (B)(6) 2014: alanine aminotransferase: elevated. On (B)(6) 2015 : blood analysis (cont.) Found increase in some proteins (possible inflammatory syndrome) and normal tsh level. On (B)(6) 2017 : blood analysis (cont.) Found increase in some proteins (possible inflammatory syndrome) and normal tsh level. On (B)(6) 2017: and on (B)(6) 2015: blood thyroid stimulating hormone: normal. On (B)(6) 2017 : anatomopathologic report : cervix and uterine tube with no finding. On (B)(6) 2017 : lab test (cont.) Did not find inflammatory syndrome and the auto-immune work-up was negative. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the unknown or consumer is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2019: follow-up received from attorney via legal department. On (B)(6) 2008, tubal sterilization with essure was performed. Uterine cavity was normal. Both tubal ostia were normal. Essure implants were placed with no difficulty. Three trailing coils were seen in the uterine cavity on the left and 4 on the right. On (B)(6) 2017, hysterectomy via celioscopy with bilateral salpingectomy were performed. Size of the uterus was normal. Bilateral uterine horns seemed to be inflammatory. Essure implants were not visualized (nos). New events essure implants were not visualized and bilateral horns seemed to be inflammatory were added. Lab test was added and treatment drugs were updated. Start date of event sleep disorders was added as (B)(6) . No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm - heath authorities in france, reference number: (B)(4) on 17-jan-2017. The most recent information was received on 06-nov-2018. This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of back pain ("chronic back pain") and allergy to metals ("allergy to nickel") in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida (3 children (in 1992, 1994, 1999)), metrorrhagia (menorrhagia in 2005 documented in a separate case) in 2003, vaginal lesion excision in 2007, low back pain, endometriosis, postpartum hemorrhage in 1999 and tubal ligation. Previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included menorrhagia with mirena. Family history included myeloma (mother) and osteoporosis (mother). Concomitant products included desogestrel since (B)(6) 2015, estradiol (estreva) and progesterone (progestine). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced the first episode of back pain (seriousness criteria medically significant and intervention required), menorrhagia ("major menstrual bleeding at each period with pain until 2014"), dysmenorrhoea ("major menstrual bleeding at each period with pain until 2014"), the first episode of arthralgia ("chronic joint pain"), myalgia ("chronic muscle pain"), the first episode of paraesthesia ("pins and needles at night") and tendon pain ("tendon pain at various sites, i.e. Achilles tendon, shoulders, hips, elbows"). On (B)(6) 2009, 6 months 20 days after insertion of essure, the patient experienced metrorrhagia ("metrorrhagia"). On (B)(6) 2011, the patient experienced asthenia ("asthenia"). On (B)(6) 2013, the patient experienced dizziness postural ("positional dizziness, upon wake up in the morning"). On ((B)(6) 2013, the patient experienced vertigo positional ("paroxysmal dizziness"). On (B)(6) 2013, the patient experienced the second episode of back pain ("acute low back pain"). On (B)(6) 2014, the patient experienced tendon disorder ("tendinopathy with thickening of left achilles tendon"). On (B)(6) 2014, the patient experienced epicondylitis ("right epicondylitis"). On (B)(6) 2015, the patient experienced menometrorrhagia ("menometrorrhagia"). In 2016, the patient experienced rash macular ("skin rash (with red patches)"). On (B)(6) 2016, the patient experienced musculoskeletal pain ("recurrence of musculoskeletal pain") and hot flush ("hot flushes"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with allergy to metals, pain ("tissue pain"), the second episode of paraesthesia ("night paresthesia of both hands"), the second episode of arthralgia ("pain in both hands and thumbs"), amenorrhoea ("amenorrhea for 6 months"), sleep disorder ("sleep disorders"), palpitations ("palpitation") and dyspepsia ("digestive disorders"). The patient was treated with paracetamol (doliprane), nomegestrol acetate (lutenyl), tranexamic acid (exacyl), flurbiprofen (antadys), chlormadinone acetate (luteran), naproxen sodium, lansoprazole, spasfon, promegestone (surgestone), diclofenac sodium (voltarene), lumirelax, ibuprofen (ibuprofen), levocetirizine dihydrochloride, ectoparasitic, incl scabicides, thiocolchicoside, cortivazol (altum), surgery (essure removed on (B)(6) 2017 by hysterectomy via celiosurgery with bilateral salpingectomy), rehabilitation, rehabilitation, rehabilitation, rehabilitation, rehabilitation, rehabilitation and physical therapy (physiotherapy). Essure was removed on (B)(6) 2017. In 2014, the menorrhagia and dysmenorrhoea had resolved. At the time of the report, the allergy to metals, menometrorrhagia, myalgia, metrorrhagia, asthenia, dizziness postural, vertigo positional, the last episode of back pain, pain, the last episode of paraesthesia, the last episode of arthralgia, epicondylitis, amenorrhoea, dyspepsia, musculoskeletal pain and hot flush outcome was unknown and the tendon disorder, tendon pain, rash macular, sleep disorder and palpitations was resolving. The reporter considered allergy to metals, amenorrhoea, asthenia, dizziness postural, dysmenorrhoea, dyspepsia, epicondylitis, hot flush, menometrorrhagia, menorrhagia, metrorrhagia, musculoskeletal pain, myalgia, pain, palpitations, rash macular, sleep disorder, tendon disorder, tendon pain, vertigo positional, the first episode of arthralgia, the first episode of back pain, the first episode of paraesthesia, the second episode of arthralgia, the second episode of back pain and the second episode of paraesthesia to be related to essure. The reporter commented: essure inserted without any difficulties. Patient had many rehabilitation sessions for lumbar spine due to acute low back pain, achille tendon, right tendon and right elbow, upper limb and heels. Also, had massage sessions and physiotherapy for left achille tendon due to tendinopathy with thickening, dorsal spine due to muscle back pain and for the left shoulder. On (B)(6) 2017, the patient underwent a hysterectomy via celio surgery with bilateral salpingectomy. Allergy tests on (B)(6) 2018 with confirmation of systemic allergy to nickel led to same symptoms as those experienced with essure. Patient had improvement of general health status since the removal of essure. Less frequent visits with the physician. The patient's physician stated that symptoms were consistent with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Allergy test - on (B)(6) 2018: systemic allergy with nickel; in 2017: allergy with nickel (earring, buttons...) Biopsy endometrium - on (B)(6) 2010: sub-acute endometritis lesions, on-specific blood test - on (B)(6) 2014: without finding; on (B)(6) 2015: increase in some proteins; on (B)(6) 2017: increase in some proteins; on (B)(6) 2017: normal; on an unknown date: no explanation for the presence of pain computerised tomogram - on (B)(6) 2014: cervical spine and hands were normal hysteroscopy - on (B)(6) 2010: hypertrophy of the endometrium, thin synechia laboratory test - on (B)(6) 2017: not found inflammatory syndrome nuclear magnetic resonance imaging - on (B)(6) 2017: no finding on left shoulder ultrasound pelvis - on (B)(6) 2009: without finding; on (B)(6) 2010: slightly globular uterus with adenomyotic appearance; on (B)(6) 2010: without finding; on (B)(6) 2012: left ovarian follicle of 19mm. No polyp. Ultrasound scan - on (B)(6) 2014: of achille heels... (B)(6) 2010 (cont): polyp in endometrium (9x6x6mm) and polyp in uterine fundus (4mm). (B)(6) 2010: hysteroscopy showed hypertrophy of the endometrium, mainly on the posterior face. Thin synechia next to ostia, covering implants. (B)(6) 2010: pelvic ultrasound without findings. (B)(6) 2012: pelvic ultrasound with left ovarian follicle of 19mm. No polyp. (B)(6) 2013: serum ferritin: depressed (B)(6) 2014: ultrasonography of achille heels (cont.): showed fusiform tendinopathy of achille tendons, left predominance, without fissure picture. (B)(6) 2014 : prescription of electromyogram. It showed no compression of the median nerve. (B)(6) 2014 : neurological exploration found probable clinical impairment only. Infiltration of carpal tunnel to be considered. (B)(6) 2014: alanine aminotransferase: elevated (B)(6) 2015 : blood analysis (cont.) Found increase in some proteins (possible inflammatory syndrome) and normal tsh level. (B)(6) 2017 : blood analysis (cont.) Found increase in some proteins (possible inflammatory syndrome) and normal tsh level. (B)(6) 2017: and (B)(6) 2015: blood thyroid stimulating hormone: normal. (B)(6) 2017 : anatomopathologic report : cervix and uterine tube with no finding. (B)(6) 2017 : lab test (cont.) Did not find inflammatory syndrome and the auto-immune work-up was negative. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the unknown or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: a second internal review was performed on (B)(6) 2018, based on data received (B)(6) 2018: the contraindication between previous ligating of uterine tubes and essure is not stated in the french IFU. Event deleted accordingly. Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm - heath authorities in france, reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of back pain ("chronic back pain"), device dislocation ("essure implants were not visualized"), allergy to metals ("allergy to nickel") and uterine inflammation ("bilateral uterine horns seemed to be inflammatory") in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (3 children (in 1992, 1994, 1999)), metrorrhagia (menorrhagia in 2005 documented in a separate case) in 2003, vaginal lesion excision in 2007, low back pain, endometriosis, postpartum hemorrhage in 1999 and tubal ligation. Previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included menorrhagia with mirena. Family history included myeloma (mother) and osteoporosis (mother). Concomitant products included desogestrel since (B)(6) 2015, estradiol (estreva) and progesterone (progestan). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced the first episode of back pain (seriousness criteria medically significant and intervention required), menorrhagia ("major menstrual bleeding at each period with pain until 2014"), dysmenorrhoea ("major menstrual bleeding at each period with pain until 2014"), the first episode of paraesthesia ("pins and needles at night") and tendon pain ("tendon pain at various sites, i.e. Achilles tendon, shoulders, hips, elbows, knees, elbows, wrists, arms"). On (B)(6) 2009, the patient experienced metrorrhagia ("metrorrhagia"), 6 months 20 days after insertion of essure. In 2010, the patient experienced the first episode of arthralgia ("chronic joint pain"), myalgia ("chronic muscle pain") and sleep disorder ("sleep disorders"). On (B)(6) 2011, the patient experienced asthenia ("asthenia"). On (B)(6) 2013, the patient experienced dizziness postural ("positional dizziness, upon wake up in the morning"). On (B)(6) 2013, the patient experienced vertigo positional ("paroxysmal dizziness"). On (B)(6) 2013, the patient experienced the second episode of back pain ("acute low back pain"). On (B)(6) 2014, the patient experienced tendon disorder ("tendinopathy with thickening of left achilles tendon"). On (B)(6) 2014, the patient experienced epicondylitis ("right epicondylitis"). On (B)(6) 2015, the patient experienced menometrorrhagia ("menometrorrhagia"). In 2016, the patient experienced rash macular ("skin rash (with red patches)"). On (B)(6) 2016, the patient experienced musculoskeletal pain ("recurrence of musculoskeletal pain") and hot flush ("hot flushes"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with allergy to metals, uterine inflammation (seriousness criterion medically significant), pain ("tissue pain"), the second episode of paraesthesia ("night paresthesia of both hands"), the second episode of arthralgia ("pain in both hands and thumbs"), amenorrhoea ("amenorrhea for 6 months"), palpitations ("palpitation"), dyspepsia ("digestive disorders"), iron deficiency anaemia ("iron-deficiency anemia") and adenomyosis ("nodules of adenomyosis") and was found to have uterine leiomyoma ("leiomyoma"). The patient was treated with chlormadinone acetate (luteran), cortivazol (altim), diclofenac sodium (voltaren), ectoparasiticides, incl. Scabicides, flurbiprofen (antadys), ibuprofen (ibuprofen), lansoprazole, levocetirizine dihydrochloride, methocarbamol;methyl nicotinate (lumirelax), naproxen sodium, nomegestrol acetate (lutenyl), paracetamol (doliprane), phloroglucinol (spasfon), promegestone (surgestone), thiocolchicoside, tranexamic acid (exacyl), physical therapy (physiotherapy), rehabilitation and surgery (essure removed on (B)(6) 2017 by hysterectomy via celiosurgery with bilateral salpingectomy). Essure was removed on (B)(6) 2017. In 2014, the menorrhagia and dysmenorrhoea had resolved. At the time of the report, the device dislocation, allergy to metals, uterine inflammation, menometrorrhagia, myalgia, metrorrhagia, asthenia, dizziness postural, vertigo positional, the last episode of back pain, pain, the last episode of paraesthesia, the last episode of arthralgia, epicondylitis, amenorrhoea, dyspepsia, musculoskeletal pain, hot flush, iron deficiency anaemia, uterine leiomyoma and adenomyosis outcome was unknown and the tendon disorder, tendon pain, rash macular, sleep disorder and palpitations was resolving. The reporter provided no causality assessment for adenomyosis, device dislocation, iron deficiency anaemia, uterine inflammation and uterine leiomyoma with essure. The reporter considered allergy to metals, amenorrhoea, asthenia, dizziness postural, dysmenorrhoea, dyspepsia, epicondylitis, hot flush, menometrorrhagia, menorrhagia, metrorrhagia, musculoskeletal pain, myalgia, pain, palpitations, rash macular, sleep disorder, tendon disorder, tendon pain, vertigo positional, the first episode of arthralgia, the first episode of back pain, the first episode of paraesthesia, the second episode of arthralgia, the second episode of back pain and the second episode of paraesthesia to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure inserted without any difficulties. Patient had many rehabilitation sessions for lumbar spine due to acute low back pain, achilles tendon, right tendon and right elbow, upper limb and heels. Also, had massage sessions and physiotherapy for left achilles tendon due to tendinopathy with thickening, dorsal spine due to muscle back pain and for the left shoulder. On (B)(6) 2017, the patient underwent a hysterectomy via celio surgery with bilateral salpingectomy. Allergy tests on (B)(6) 2018 with confirmation of systemic allergy to nickel led to same symptoms as those experienced with essure. Patient had improvement of general health status since the removal of essure. Less frequent visits with the physician. The patient's physician stated that symptoms were consistent with essure. The patient was in pre-menopause when she experienced the events and refused any hormone treatment. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Alanine aminotransferase (u/l) - on (B)(6) 2014: elevated. Allergy test - in 2017: allergy with nickel (earring, buttons...); on (B)(6) 2018: systemic allergy with nickel. Biopsy endometrium - on (B)(6) 2010: sub-acute endometritis lesions, on-specific. Blood test - on an unknown date: no explanation for the presence of pain; on (B)(6) 2014: without finding; on (B)(6) 2015: increase in some proteins ((possible inflammatory syndrome); on (B)(6) 2017: increase in some proteins (possible inflammatory syndrome); on (B)(6) 2017: inflammatory syndrome not found and auto-immune work-up was negative; on (B)(6) 2017: normal. Blood thyroid stimulating hormone - on (B)(6) 2015: normal; on (B)(6) 2017: normal. Computerised tomogram - on (B)(6) 2014: cervical spine and hands were normal. Electromyogram - on (B)(6) 2014: no compression of the median nerve. Hysteroscopy - on (B)(6) 2010: hypertrophy of the endometrium, mainly on the posterior face. Thin synechia next to ostia, covering implants. Laboratory test - on (B)(6) 2017: inflammatory syndrome not found. Neurological examination - on (B)(6) 2014: probable clinical impairment only. Infiltration of carpal tunnel to be considered. Nuclear magnetic resonance imaging - on (B)(6) 2017: no finding on left shoulder. Pathology test - on an unknown date: pathological anatomy examination of uterus showed leiomyoma and some nodules of adenomyosis. Congestion of the fallopian tubes was mentioned with remodelling due to fibrosis of the chorion. The conclusion of the pathological examination : nothing remarkable was found; on (B)(6) 2017: cervix and uterine tube with no finding. Serum ferritin (15 - 150 ng/ml) - on (B)(6) 2009: 4 ng/ml; on (B)(6) 2010: 7 ng/ml; on (B)(6) 2011: 12 ng/ml; on (B)(6) 2013: depressed. Ultrasound pelvis - on (B)(6) 2009: without finding; on (B)(6) 2010: sightly globular uterus with adenomyotic appearance polyp in endometrium (9x6x6mm) and polyp in uterine fundus (4mm); on (B)(6) 2010: without findings; on (B)(6) 2012: left ovarian follicle of 19mm. No polyp. Ultrasound scan - on (B)(6) 2014: achilles heels check: fusiform tendinopathy of achilles tendons, left predominance, without fissure picture. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the unknown or consumer is not possible. Amendment: the report was amended on 30-apr-2019 for the following reason: correction of number dsil back pain. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm - heath authorities in france, reference number: (B)(4). On 17-jan-2017. The most recent information was received on 06-nov-2018. This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of back pain ("chronic back pain") and allergy to metals ("allergy to nickel") in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure inserted after ligating of the uterine tubes". The patient's past medical history included multigravida (3 children (in 1992, 1994, 1999)), metrorrhagia (menorrhagia in 2005 documented in a separate case) in 2003, vaginal lesion excision in 2007, low back pain, endometriosis, postpartum hemorrhage in 1999 and tubal ligation. Previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included menorrhagia with mirena. Family history included myeloma (mother) and osteoporosis (mother). Concomitant products included desogestrel since (B)(6) 2015, estradiol (estreva) and progesterone (progestan). On (B)(6) 2008, the patient had essure inserted. In september 2008, the patient experienced the first episode of back pain (seriousness criteria medically significant and intervention required), menorrhagia ("major menstrual bleeding at each period with pain until 2014"), dysmenorrhoea ("major menstrual bleeding at each period with pain until 2014"), the first episode of arthralgia ("chronic joint pain"), myalgia ("chronic muscle pain"), the first episode of paraesthesia ("pins and needles at night") and tendon pain ("tendon pain at various sites, i.e. Achilles tendon, shoulders, hips, elbows"). On (B)(6) 2009, 6 months 20 days after insertion of essure, the patient experienced metrorrhagia ("metrorrhagia"). On (B)(6) 20161, the patient experienced asthenia ("asthenia"). On (B)(6) 2013, the patient experienced dizziness postural ("positional dizziness, upon wake up in the morning"). On (B)(6) 2013, the patient experienced vertigo positional ("paroxysmal dizziness"). On (B)(6) 2013, the patient experienced the second episode of back pain ("acute low back pain"). On (B)(6) 2014, the patient experienced tendon disorder ("tendinopathy with thickening of left achilles tendon"). On (B)(6) 2014, the patient experienced epicondylitis ("right epicondylitis"). On (B)(6) 2015, the patient experienced menometrorrhagia ("menometrorrhagia"). In 2016, the patient experienced rash macular ("skin rash (with red patches)"). On (B)(6) 2016, the patient experienced musculoskeletal pain ("recurrence of musculoskeletal pain") and hot flush ("hot flushes"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with allergy to metals, pain ("tissue pain"), the second episode of paraesthesia ("night paresthesia of both hands"), the second episode of arthralgia ("pain in both hands and thumbs"), amenorrhoea ("amenorrhea for 6 months"), sleep disorder ("sleep disorders"), palpitations ("palpitation") and dyspepsia ("digestive disorders"). The patient was treated with paracetamol (doliprane), nomegestrol acetate (lutenyl), tranexamic acid (exacyl), flurbiprofen (antadys), chlormadinone acetate (luteran), naproxen sodium, lansoprazole, spasfon, promegestone (surgestone), diclofenac sodium (voltarene), lumirelax, ibuprofen (ibuprofene), levocetirizine dihydrochloride, ectoparasiticides, incl scabicides, thiocolchicoside, cortivazol, surgery (essure removed on (B)(6) 2017 by hysterectomy via celiosurgery with bilateral salpingectomy), rehabilitation, rehabilitation, rehabilitation, rehabilitation, rehabilitation, rehabilitation and physical therapy (physiotherapy). Essure was removed on (B)(6) 2017. In 2014, the menorrhagia and dysmenorrhoea had resolved. At the time of the report, the allergy to metals, menometrorrhagia, myalgia, metrorrhagia, asthenia, dizziness postural, vertigo positional, the last episode of back pain, pain, the last episode of paraesthesia, the last episode of arthralgia, epicondylitis, amenorrhoea, dyspepsia, musculoskeletal pain and hot flush outcome was unknown and the tendon disorder, tendon pain, rash macular, sleep disorder and palpitations was resolving. The reporter considered allergy to metals, amenorrhoea, asthenia, dizziness postural, dysmenorrhoea, dyspepsia, epicondylitis, hot flush, menometrorrhagia, menorrhagia, metrorrhagia, musculoskeletal pain, myalgia, pain, palpitations, rash macular, sleep disorder, tendon disorder, tendon pain, vertigo positional, the first episode of arthralgia, the first episode of back pain, the first episode of paraesthesia, the second episode of arthralgia, the second episode of back pain and the second episode of paraesthesia to be related to essure. The reporter commented: essure inserted without any difficulties. Patient had many rehabilitation sessions for lumbar spine due to acute low back pain, achille tendon, right tendon and right elbow, upper limb and heels. Also, had massage sessions and physiotherapy for left achille tendon due to tendinopathy with thickening, dorsal spine due to muscle back pain and for the left shoulder. On (B)(6) 2017, the patient underwent a hysterectomy via celio surgery with bilateral salpingectomy. Allergy tests on (B)(6) 2018 with confirmation of systemic allergy to nickel led to same symptoms as those experienced with essure.patient had improvement of general health status since the removal of essure. Less frequent visits with the physician. The patient's physician stated that symptoms were consistent with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Allergy test - on (B)(6) 2018: systemic allergy with nickel; in 2017: allergy with nickel (earring, buttons...) Biopsy endometrium - on (B)(6) 2010: sub-acute endometritis lesions, on-specific blood test - on (B)(6) 2014: without finding; on (B)(6) 2015: increase in some proteins; on (B)(6) 2017: increase in some proteins; on (B)(6) 2017: normal; on an unknown date: no explanation for the presence of pain computerised tomogram - on (B)(6) 2014: cervical spine and hands were normal hysteroscopy - on (B)(6) 2010: hypertrophy of the endometrium, thin synechia laboratory test - on 21-feb-2017: not found inflammatory syndrom nuclear magnetic resonance imaging - on (B)(6) 2017: no finding on left shoulder ultrasound pelvis - on (B)(6) 2009: without finding; on (B)(6) 2010: slightly globular uterus with adenomyotic appearan; on (B)(6) 2010: without finding; on (B)(6) 2012: left ovarian follicle of 19mm. No polyp. Ultrasound scan - on (B)(6) 2014: of achille heels... (B)(6) 2010 (cont): polyp in endometrium (9x6x6mm) and polyp in uterine fundus (4mm). (B)(6) 2010: hysteroscopy showed hypertrophy of the endometrium, mainly on the posterior face. Thin synechia next to ostia, covering implants. (B)(6) 2010: pelvic ultrasound without findings. (B)(6) 2012: pelvic ultrasound with left ovarian follicle of 19mm. No polyp. (B)(6) 2013: serum ferritin: depressed (B)(6) 2014: ultrasonography of achille heels (cont.): showed fusiform tendinopathy of achille tendons, left predominance, without fissure picture. (B)(6) 2014 : prescription of electromyogram. It showed no compression of the median nerve. (B)(6) 2014 : neurological exploration found probable clinical impairment only. Infiltration of carpal tunnel to be considered. (B)(6) 2014: alanine aminotransferase: elevated (B)(6) 2015 : blood analysis (cont.) Found increase in some proteins (possible inflammatory syndrome) and normal tsh level. (B)(6) 2017 : blood analysis (cont.) Found increase in some proteins (possible inflammatory syndrome) and normal tsh level. (B)(6) 2017: and (B)(6) 2015: blood thyroid stimulating hormone: normal. 14feb2017 : anatomopathologic report : cervix and uterine tube with no finding. (B)(6) 2017 : lab test (cont.) Did not find inflammatory syndrome and the auto-immune work-up was negative. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the unknown is not possible. Most recent follow-up information incorporated above includes: on 6-nov-2018: internal review performed on 09-nov-2018, based on data received on 06-nov-2018: medical history of ligating of the uterine tubes was added and event essure inserted after ligating of the uterine tubes was extracted as contraindication with the essure insertion. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm - heath authorities in france, reference number: (B)(4)) on 17-jan-2017. The most recent information was received on 13-may-2021. This spontaneous case was reported by a lawyer and describes the occurrence of chronic back pain ('chronic back pain'), device dislocation ('essure implants were not visualized'), allergy to metals ('allergy to nickel') and uterine inflammation ('bilateral uterine horns seemed to be inflammatory') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal lesion excision in 2007, metrorrhagia (menorrhagia in 2005 documented in a separate case) in 2003, postpartum hemorrhage in 1999, multigravida (3 children (in 1992, 1994, 1999)), low back pain, endometriosis, tubal ligation, lumbar pain and anxiety. Previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included menorrhagia with mirena. Family history included myeloma (mother) and osteoporosis (mother). Concomitant products included desogestrel since (B)(6) 2015, estradiol (estreva) and progesterone (progestan). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced chronic back pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("major menstrual bleeding at each period with pain until 2014"), heavy menstrual bleeding ("major menstrual bleeding at each period with pain until 2014"), pins and needles ("pins and needles at night") and tendon pain ("tendon pain at various sites, i.e. Achilles tendon, shoulders, hips, elbows, knees, elbows, wrists, arms"). On (B)(6) 2009, the patient experienced intermenstrual bleeding ("metrorrhagia"), 6 months 20 days after insertion of essure. In 2010, the patient experienced musculoskeletal pain ("recurrence of musculoskeletal pain/ chronic joint and muscle pain") with arthralgia and sleep disorder ("sleep disorders"). On (B)(6) 2011, the patient experienced asthenia ("asthenia"). On (B)(6) 2013, the patient experienced dizziness postural ("positional dizziness, upon wake up in the morning"). On (B)(6) 2013, the patient experienced vertigo positional ("paroxysmal dizziness"). On (B)(6) 2013, the patient experienced acute lumbago ("acute low back pain"). On (B)(6) 2014, the patient experienced tendon disorder ("tendinopathy with thickening of left achilles tendon"). On (B)(6) 2014, the patient experienced epicondylitis ("right epicondylitis"). On (B)(6) 2015, the patient experienced menometrorrhagia ("menometrorrhagia"). In 2016, the patient experienced rash macular ("skin rash (with red patches)"). On (B)(6) 2016, the patient experienced hot flush ("hot flushes"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with allergy to metals, uterine inflammation (seriousness criterion medically significant), pain ("tissue pain"), iron deficiency anaemia ("iron-deficiency anemia"), amenorrhoea ("amenorrhea for 6 months"), adenomyosis ("nodules of adenomyosis"), palpitations ("palpitation"), paresthesia hand ("night paresthesia of both hands") and dyspepsia ("digestive disorders") and was found to have uterine leiomyoma ("leiomyoma /myomatous uterus"). The patient was treated with chlormadinone acetate (luteran), cortivazol (altim), diclofenac sodium (voltaren), ectoparasiticides, incl. Scabicides, flurbiprofen (antadys), ibuprofen (ibuprofene), lansoprazole, levocetirizine dihydrochloride, methocarbamol;methyl nicotinate (lumirelax), naproxen sodium, nomegestrol acetate (lutenyl), paracetamol (doliprane), phloroglucinol (spasfon), promegestone (surgestone), thiocolchicoside, tranexamic acid (exacyl), physical therapy (physiotherapy and rehabilitation), rehabilitation and surgery (essure removed by laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. In 2014, the dysmenorrhoea and heavy menstrual bleeding had resolved. At the time of the report, the chronic back pain, device dislocation, allergy to metals, uterine inflammation, acute lumbago, pain, menometrorrhagia, intermenstrual bleeding, iron deficiency anaemia, amenorrhoea, uterine leiomyoma, adenomyosis, asthenia, pins and needles, dizziness postural, vertigo positional, paresthesia hand, epicondylitis, dyspepsia and hot flush outcome was unknown and the rash macular, palpitations, musculoskeletal pain, tendon disorder, tendon pain and sleep disorder was resolving. The reporter provided no causality assessment for adenomyosis, device dislocation, iron deficiency anaemia, uterine inflammation and uterine leiomyoma with essure. The reporter considered allergy to metals, amenorrhoea, asthenia, chronic back pain, dizziness postural, dysmenorrhoea, dyspepsia, epicondylitis, heavy menstrual bleeding, hot flush, intermenstrual bleeding, menometrorrhagia, musculoskeletal pain, pain, palpitations, pins and needles, rash macular, sleep disorder, tendon disorder, tendon pain, vertigo positional, acute lumbago and paresthesia hand to be related to essure. The reporter commented: essure inserted without any difficulties. Patient had many rehabilitation sessions for lumbar spine due to acute low back pain, achille tendon, right tendon and right elbow, upper limb and heels. Also, had massage sessions and physiotherapy for left achille tendon due to tendinopathy with thickening, dorsal spine due to muscle back pain and for the left shoulder. On (B)(6) 2017, the patient underwent a hysterectomy via celio surgery with bilateral salpingectomy. Allergy tests on (B)(6) 2018 with confirmation of systemic allergy to nickel led to same symptoms as those experienced with essure.patient had improvement of general health status since the removal of essure. Less frequent visits with the physician. The patient's physician stated that symptoms were consistent with essure. The patient was in pre-menopause when she experienced the events and refused any hormone treatment. The lawyer reported that the calcium phosphate particles probably had endogenous origin. Particles of chlorine compound, calcium compound and calcium oxide were most likely from a dye. Apart from the two particles of tin compound, the elemental composition of the particles analyzed of this biopsy section did not seem to match with the elemental composition of an essure implant. However, the result of this analysis did not rule out the possibility of a potential presence of particles from the implant in uterine tissue. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Alanine aminotransferase (u/l) - on (B)(6) 2014: elevated. Allergy test - in 2017: allergy with nickel (earring, buttons.); on (B)(6) 2018: systemic allergy with nickel. Biopsy endometrium - on (B)(6) 2010: sub-acute endometritis lesions, unspecific. Blood test - on an unknown date: no explanation for the presence of pain; on (B)(6) 2014: without finding; on (B)(6) 2015: increase in some proteins ((possible inflammatory syndrome); on (B)(6) 2017: increase in some proteins (possible inflammatory syndrome); on (B)(6) 2017: inflammatory syndrome not found and auto-immune work-up was negative; on (B)(6) 2017: normal. Blood thyroid stimulating hormone - on (B)(6) 2015: normal; on (B)(6) 2017: normal. Computerised tomogram - on (B)(6) 2014: cervical spine and hands were normal. Electromyogram - on (B)(6) 2014: no compression of the median nerve. Hysteroscopy - on (B)(6) 2010: hypertrophy of the endometrium, mainly on the posterior wall. Thin synechia next to ostia, covering implants. Laboratory test - on (B)(6) 2017: inflammatory syndrome not found. Magnetic resonance imaging - on (B)(6) 2017: no finding on left shoulder. Neurological examination - on (B)(6) 2014: probable clinical impairment only. Infiltration of carpal tunnel to be considered. Pathology test - on an unknown date: pathological anatomy examination of uterus showed leiomyoma and some nodules of adenomyosis. Congestion of the fallopian tubes was mentioned with remodelling due to fibrosis of the chorion. Conclusion: nothing remarkable; on an unknown date: pathological anatomy examination (minapath): scanning electron microscopy of the section from the paraffin block of a uterine tube biopsy showed the presence of inorganic particles: 26 calcium phosphate, 16 chlorine compound, 14 calcium compound, 8 titanium compound, 3 calcium oxide, 2 tin compound, and 1 silica; on (B)(6) 2017: cervix and uterine tube with no finding. Serum ferritin (15 - 150 ng/ml) - on (B)(6) 2009: 4 ng/ml; on (B)(6) 2010: 7 ng/ml; on (B)(6) 2011: 12 ng/ml; on (B)(6) 2013: depressed. Ultrasound pelvis - on an unknown date: good position of essure inserts; on (B)(6) 2009: without finding; on (B)(6) 2010: slightly globular uterus with adenomyotic appearance, polyp in endometrium (9x6x6mm) and polyp in uterine fundus (4mm); on (B)(6) 2010: without findings; on (B)(6) 2012: left ovarian follicle of 19mm. No polyp. Ultrasound scan - on (B)(6) 2014: achille heels check: fusiform tendinopathy of achille tendons, left predominance, without fissure picture. X-ray - on an unknown date: showed good position of essure inserts. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the unknown or consumer is not possible. Most recent follow-up information incorporated above includes: on 13-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm - heath authorities in france, reference number: (B)(4) on 17-jan-2017. The most recent information was received on 10-may-2021. This spontaneous case was reported by a lawyer and describes the occurrence of chronic back pain ('chronic back pain'), device dislocation ('essure implants were not visualized'), allergy to metals ('allergy to nickel') and uterine inflammation ('bilateral uterine horns seemed to be inflammatory') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal lesion excision in 2007, metrorrhagia (menorrhagia in 2005 documented in a separate case) in 2003, postpartum hemorrhage in 1999, multigravida (3 children (in 1992, 1994, 1999)), low back pain, endometriosis, tubal ligation, lumbar pain and anxiety. Previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included menorrhagia with mirena. Family history included myeloma (mother) and osteoporosis (mother). Concomitant products included desogestrel since (B)(6) 2015, estradiol (estreva) and progesterone (progestan). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced chronic back pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("major menstrual bleeding at each period with pain until 2014"), dysmenorrhoea ("major menstrual bleeding at each period with pain until 2014"), pins and needles ("pins and needles at night") and tendon pain ("tendon pain at various sites, i.e. Achilles tendon, shoulders, hips, elbows, knees, elbows, wrists, arms"). On (B)(6) 2009, the patient experienced intermenstrual bleeding ("metrorrhagia"), 6 months 20 days after insertion of essure. In 2010, the patient experienced joint pain ("chronic joint pain"), myalgia ("chronic muscle pain") and sleep disorder ("sleep disorders"). On (B)(6) 2011, the patient experienced asthenia ("asthenia"). On (B)(6) 2013, the patient experienced dizziness postural ("positional dizziness, upon wake up in the morning"). On (B)(6) 2013, the patient experienced vertigo positional ("paroxysmal dizziness"). On (B)(6) 2013, the patient experienced acute lumbago ("acute low back pain"). On (B)(6) 2014, the patient experienced tendon disorder ("tendinopathy with thickening of left achilles tendon"). On (B)(6) 2014, the patient experienced epicondylitis ("right epicondylitis"). On (B)(6) 2015, the patient experienced menometrorrhagia ("menometrorrhagia"). In 2016, the patient experienced rash macular ("skin rash (with red patches)"). On (B)(6) 2016, the patient experienced musculoskeletal pain ("recurrence of musculoskeletal pain") and hot flush ("hot flushes"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with allergy to metals, uterine inflammation (seriousness criterion medically significant), pain ("tissue pain"), paresthesia hand ("night paresthesia of both hands"), pain in joint involving hand ("pain in both hands and thumbs"), amenorrhoea ("amenorrhea for 6 months"), palpitations ("palpitation"), dyspepsia ("digestive disorders"), iron deficiency anaemia ("iron-deficiency anemia") and adenomyosis ("nodules of adenomyosis") and was found to have uterine leiomyoma ("leiomyoma /myomatous uterus"). The patient was treated with chlormadinone acetate (luteran), cortivazol (altim), diclofenac sodium (voltaren), ectoparasiticides, incl. Scabicides, flurbiprofen (antadys), ibuprofen (ibuprofene), lansoprazole, levocetirizine dihydrochloride, methocarbamol;methyl nicotinate (lumirelax), naproxen sodium, nomegestrol acetate (lutenyl), paracetamol (doliprane), phloroglucinol (spasfon), promegestone (surgestone), thiocolchicoside, tranexamic acid (exacyl), physical therapy (physiotherapy), rehabilitation and surgery (essure removed on (B)(6)2017 by hysterectomy via celiosurgery with bilateral salpingectomy). Essure was removed on (B)(6) 2017. In 2014, the heavy menstrual bleeding and dysmenorrhoea had resolved. At the time of the report, the chronic back pain, device dislocation, allergy to metals, uterine inflammation, menometrorrhagia, myalgia, pins and needles, intermenstrual bleeding, asthenia, dizziness postural, vertigo positional, acute lumbago, pain, paresthesia hand, pain in joint involving hand, epicondylitis, amenorrhoea, dyspepsia, musculoskeletal pain, hot flush, iron deficiency anaemia, uterine leiomyoma and adenomyosis outcome was unknown and the joint pain, tendon disorder, tendon pain, rash macular, sleep disorder and palpitations was resolving. The reporter provided no causality assessment for adenomyosis, device dislocation, iron deficiency anaemia, uterine inflammation and uterine leiomyoma with essure. The reporter considered allergy to metals, amenorrhoea, asthenia, chronic back pain, dizziness postural, dysmenorrhoea, dyspepsia, epicondylitis, heavy menstrual bleeding, hot flush, intermenstrual bleeding, joint pain, menometrorrhagia, musculoskeletal pain, myalgia, pain, palpitations, pins and needles, rash macular, sleep disorder, tendon disorder, tendon pain, vertigo positional, acute lumbago, pain in joint involving hand and paresthesia hand to be related to essure. The reporter commented: essure inserted without any difficulties. Patient had many rehabilitation sessions for lumbar spine due to acute low back pain, achille tendon, right tendon and right elbow, upper limb and heels. Also, had massage sessions and physiotherapy for left achille tendon due to tendinopathy with thickening, dorsal spine due to muscle back pain and for the left shoulder. On (B)(6) 2017, the patient underwent a hysterectomy via celio surgery with bilateral salpingectomy. Allergy tests on (B)(6) 2018 with confirmation of systemic allergy to nickel led to same symptoms as those experienced with essure.patient had improvement of general health status since the removal of essure. Less frequent visits with the physician. The patient's physician stated that symptoms were consistent with essure. The patient was in pre-menopause when she experienced the events and refused any hormone treatment. The lawyer reported that the calcium phosphate particles probably had endogenous origin. Particles of chlorine compound, calcium compound and calcium oxide were most likely from a dye. Apart from the two particles of tin compound, the elemental composition of the particles analyzed of this biopsy section didn¿t seem to match with the elemental composition of an essure implant. However, the result of this analysis didn¿t rule out the possibility of a potential presence of particles from the implant in uterine tissue. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Alanine aminotransferase (u/l) - on (B)(6) 2014: elevated. Allergy test - in 2017: allergy with nickel (earring, buttons...); on (B)(6) 2018: systemic allergy with nickel. Biopsy endometrium - on (B)(6) 2010: sub-acute endometritis lesions, on-specific. Blood test - on an unknown date: no explanation for the presence of pain; on (B)(6) 2014: without finding; on (B)(6) 2015: increase in some proteins ((possible inflammatory syndrome); on (B)(6) 2017: increase in some proteins (possible inflammatory syndrome); on (B)(6) 2017: inflammatory syndrome not found and auto-immune work-up was negative; on (B)(6) 2017: normal. Blood thyroid stimulating hormone - on (B)(6) 2015: normal; on (B)(6) 2017: normal. Computerised tomogram - on (B)(6) 2014: cervical spine and hands were normal. Electromyogram - on (B)(6) 2014: no compression of the median nerve. Hysteroscopy - on (B)(6) 2010: hypertrophy of the endometrium, mainly on the posterior face. Thin synechia next to ostia, covering implants. Laboratory test - on (B)(6) 2017: inflammatory syndrome not found. Magnetic resonance imaging - on (B)(6) 2017: no finding on left shoulder. Neurological examination - on (B)(6) 2014: probable clinical impairment only. Infiltration of carpal tunnel to be considered. Pathology test - on an unknown date: pathological anatomy examination of uterus showed leiomyoma and some nodules of adenomyosis. Congestion of the fallopian tubes was mentionne with remodelling due to fibrosis of the chorion. The conclusion of the pathological examination : nothing remarkable was found; on (B)(6) 2017: cervix and uterine tube with no finding; on an unknown date: pathological anatomy examination (minapath): scanning electron microscopy of the section from the paraffin block of a uterine tube biopsy showed the presence of inorganic particles: 26 calcium phosphate, 16 chlorine compound, 14 calcium compound, 8 titanium compound, 3 calcium oxide, 2 tin compound and 1 silica.. Serum ferritin (15 - 150 ng/ml) - on (B)(6) 2009: 4 ng/ml; on (B)(6) 2010: 7 ng/ml; on (B)(6) 2011: 12 ng/ml; on (B)(6) 2013: depressed. Ultrasound pelvis - on an unknown date: showed good position of essure inserts; on (B)(6) 2009: wthout finding; on (B)(6) 2010: sightly globular uterus with adenomyotic appearance polyp in endometrium (9x6x6mm) and polyp in uterine fundus (4mm); on (B)(6) 2010: without findings; on (B)(6) 2012: left ovarian follicle of 19mm. No polyp. Ultrasound scan - on (B)(6) 2014: achille heels check: fusiform tendinopathy of achille tendons, left predominance, without fissure picture. X-ray - on an unknown date: showed good position of essure inserts. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the unknown or consumer is not possible. Most recent follow-up information incorporated above includes: on 10-may-2021: lab data (pathology test) and a reporter type (lawyer) were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm - heath authorities in france (reference number: (B)(4)) on 17-jan-2017. The most recent information was received on 20-apr-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of chronic back pain ("chronic back pain"), device dislocation ("essure implants were not visualized"), allergy to metals ("allergy to nickel"), uterine inflammation ("bilateral uterine horns seemed to be inflammatory") and musculoskeletal pain ("recurrence of musculoskeletal pain/ chronic joint and muscle pain") in a 42 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of vaginal lesion excision in 2007, metrorrhagia (menorrhagia in 2005 documented in a separate case) in 2003, postpartum hemorrhage in 1999 and anxiety, lumbar pain, tubal ligation, endometriosis, low back pain and multigravida (3 children (in 1992, 1994, 1999)). Previously administered products included: mirena for an unknown indication. Past adverse reactions to the above products included: menorrhagia with mirena. The patient had a family history of myeloma (mother) and osteoporosis (mother). Concomitant products included desogestrel since (B)(6) 2015, progestan (progesterone) and estreva (estradiol). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008 she experienced chronic back pain (seriousness criteria medically important and intervention required), dysmenorrhoea ("major menstrual bleeding at each period with pain until 2014"), heavy menstrual bleeding ("major menstrual bleeding at each period with pain until 2014"), pins and needles ("pins and needles at night") and tendon pain ("tendon pain at various sites, i.e. Achilles tendon, shoulders, hips, elbows, knees, elbows, wrists, arms, calcaneus tendons mainly on the right side "). On (B)(6) 2009 she experienced intermenstrual bleeding ("metrorrhagia"). In 2010 she experienced musculoskeletal pain (seriousness criterion disability) with arthralgia, allergy to metals and allergy to metals and sleep disorder ("sleep disorders"). On (B)(6) 2011 she experienced asthenia ("asthenia / chronic asthenia"). On (B)(6) 2013 she experienced dizziness postural ("positional dizziness, upon wake up in the morning / paroxysmal postural dizziness"). On (B)(6) 2013 she experienced vertigo positional ("paroxysmal dizziness"). On (B)(6) 2013 she experienced acute lumbago ("acute low back pain"). On (B)(6) 2014 she experienced tendon disorder ("tendinopathy with thickening of left achilles tendon"). On (B)(6) 2014 she experienced epicondylitis ("right epicondylitis"). On (B)(6) 2015 she experienced menometrorrhagia ("menometrorrhagia"). On (B)(6) 2016 she experienced hot flush ("hot flushes"). In 2016 she experienced rash macular ("skin rash (with red patches)"). On (B)(6) 2017 she experienced device dislocation (seriousness criterion medically important). Essure was removed the same day. An unknown time later she experienced allergy to metals (seriousness criteria medically important and intervention required) with arthralgia, allergy to metals and allergy to metals, uterine inflammation (seriousness criterion medically important), pain ("tissue pain / night pain"), iron deficiency anaemia ("iron-deficiency anemia"), amenorrhoea ("amenorrhea for 6 months"), adenomyosis ("nodules of adenomyosis"), palpitations ("palpitation"), paresthesia hand ("night paresthesia of both hands"), dyspepsia ("digestive disorders"), tachycardia ("tachycardia"), anxiety disorder due to a general medical condition ("anxiety related to medical wandering and multiple examinations, consultations with specialists"), dermatitis allergic ("she also experienced skin allergies, dryness and redness around eyes"), erythema ("she also experienced skin allergies, dryness and redness around eyes"), dry skin ("she also experienced skin allergies, dryness and redness around eyes / skin dryness with rash"), eye pruritus ("itching on eyes"), oral pruritus ("itching on oral palate"), alopecia ("hair loss"), carpal tunnel syndrome ("infiltration in the left carpal tunnel") and insomnia ("insomnia") and was found to have uterine leiomyoma ("leiomyoma /myomatous uterus"). The patient was treated with doliprane (paracetamol), lutenyl (nomegestrol acetate), exacyl (tranexamic acid), antadys (flurbiprofen), luteran (chlormadinone acetate), naproxen sodium, lansoprazole, spasfon [phloroglucinol], surgestone (promegestone), voltaren [diclofenac sodium], lumirelax [methocarbamol;methyl nicotinate], ibuprofene, levocetirizine dihydrochloride, ectoparasiticides, incl. Scabicides, thiocolchicoside and altim [cortivazol] as well as surgery (essure removed by laparoscopic hysterectomy and bilateral salpingectomy), non-drug therapy (rehabilitation) and physical therapy (physiotherapy and rehabilitation). In 2014, the dysmenorrhoea and heavy menstrual bleeding had resolved. At the time of the report, the rash macular, palpitations, tendon disorder, tendon pain and sleep disorder were resolving. The outcomes for chronic back pain, device dislocation, allergy to metals, uterine inflammation, acute lumbago, pain, menometrorrhagia, intermenstrual bleeding, iron deficiency anaemia, amenorrhoea, uterine leiomyoma, adenomyosis, asthenia, musculoskeletal pain, pins and needles, dizziness postural, vertigo positional, paresthesia hand, epicondylitis, dyspepsia, hot flush, tachycardia, anxiety disorder due to a general medical condition, dermatitis allergic, erythema, dry skin, eye pruritus, oral pruritus, alopecia, carpal tunnel syndrome and insomnia were unknown. The reporter considered allergy to metals, alopecia, amenorrhoea, anxiety disorder due to a general medical condition, asthenia, chronic back pain, acute lumbago, carpal tunnel syndrome, dermatitis allergic, dizziness postural, dry skin, dysmenorrhoea, dyspepsia, epicondylitis, erythema, eye pruritus, heavy menstrual bleeding, hot flush, insomnia, intermenstrual bleeding, menometrorrhagia, musculoskeletal pain, oral pruritus, pain, palpitations, pins and needles, paresthesia hand, rash macular, sleep disorder, tachycardia, tendon disorder, tendon pain and vertigo positional to be related to essure administration. No causality assessment was received for essure with regard to device dislocation, uterine inflammation, iron deficiency anaemia, uterine leiomyoma or adenomyosis. The reporter commented: essure inserted without any difficulties. Patient had many rehabilitation sessions for lumbar spine due to acute low back pain, achille tendon, right tendon and right elbow, upper limb and heels. Also, had massage sessions and physiotherapy for left achille tendon due to tendinopathy with thickening, dorsal spine due to muscle back pain and for the left shoulder. On (B)(6) 2017, the patient underwent a hysterectomy via celio surgery with bilateral salpingectomy. Allergy tests on (B)(6) 2018 with confirmation of systemic allergy to nickel led to same symptoms as those experienced with essure.patient had improvement of general health status since the removal of essure. Less frequent visits with the physician. The patient's physician stated that symptoms were consistent with essure. The patient was in pre-menopause when she experienced the events and refused any hormone treatment. The lawyer reported that the calcium phosphate particles probably had endogenous origin. Particles of chlorine compound, calcium compound and calcium oxide were most likely from a dye. Apart from the two particles of tin compound, the elemental composition of the particles analyzed of this biopsy section did not seem to match with the elemental composition of an essure implant. However, the result of this analysis did not rule out the possibility of a potential presence of particles from the implant in uterine tissue. On (B)(6) 2022 the patient¿s disorders were resolved. She had a good general health status but had difficulties to forget 8 years of pain and the removal of her genital organs. Since the removal of essure on (B)(6) 2017, there was no physician visit. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.513 kg/sqm. [Alanine aminotransferase] on (B)(6) 2014: elevated. [Allergy test] in 2017: allergy with nickel (earring, buttons...); on (B)(6) 2018: systemic allergy with nickel. [Biopsy endometrium] on (B)(6) 2010: sub-acute endometritis lesions, unspecific. [Blood test] on (B)(6) 2014: without finding; on (B)(6) 2015: increase in some proteins ((possible inflammatory syndrome); on (B)(6) 2017: increase in some proteins (possible inflammatory syndrome); on (B)(6) 2017: inflammatory syndrome not found and auto-immune work-up was negative; on (B)(6) 2017: normal; (date unknown): no explanation for the presence of pain. [Blood thyroid stimulating hormone] on (B)(6) 2015: normal; on (B)(6) 2017: normal [computerised tomogram] on (B)(6) 2014: cervical spine and hands were normal [electromyogram] on (B)(6) 2014: no compression of the median nerve [hysteroscopy] on (B)(6) 2010: hypertrophy of the endometrium, mainly on the posterior wall. Thin synechia next to ostia, covering implants [laboratory test] on (B)(6) 2017: inflammatory syndrome not found. [Magnetic resonance imaging] on (B)(6) 2017: no finding on left shoulder. [Neurological examination] on (B)(6) 2014: probable clinical impairment only. Infiltration of carpal tunnel to be considered [pathology test] on (B)(6) 2017: cervix and uterine tube with no finding; (dates unknown): pathological anatomy examination of uterus showed leiomyoma and some nodules of adenomyosis. Congestion of the fallopian tubes was mentioned with remodelling due to fibrosis of the chorion. Conclusion: nothing remarkable and pathological anatomy examination (minapath): scanning electron microscopy of the section from the paraffin block of a uterine tube biopsy showed the presence of inorganic particles: 26 calcium phosphate, 16 chlorine compound, 14 calcium compound, 8 titanium compound, 3 calcium oxide, 2 tin compound, and 1 silica. [Serum ferritin ( 15- 150 ng/ml)] on (B)(6) 2009: 4 ng/ml; on (B)(6) 2010: 7 ng/ml; on (B)(6) 2011: 12 ng/ml; on (B)(6) 2013: depressed. [Ultrasound pelvis] on (B)(6) 2009: without finding; on (B)(6) 2010: slightly globular uterus with adenomyotic appearance, polyp in endometrium (9x6x6mm) and polyp in uterine fundus (4mm); on (B)(6) 2010: without findings; on (B)(6) 2012: left ovarian follicle of 19mm. No polyp; (date unknown): good position of essure inserts. [Ultrasound scan] on (B)(6) 2014: achille heels check: fusiform tendinopathy of achille tendons, left predominance, without fissure picture. [X-ray] (date unknown): showed good position of essure inserts. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-apr-2022: the follow information were include tachycardia, anxiety disorder due to a general medical condition, allergic skin reaction, erythema periorbital, dry skin, itching mouth, itching eyes, hair loss, unilateral carpal tunnel syndrome, insomnia, pain, previous event updated musculoskeletal pain to seriousness. Further company follow-up with the regulatory authority or the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm - heath authorities in france (reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on 03-oct-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain, a burning sensation in the pelvic ares with lower back pain"), allergy to metals ("allergy to nickel, systemic allergy with nickel"), uterine inflammation ("bilateral uterine horns seemed to be inflammatory") and musculoskeletal pain ("recurrence of musculoskeletal pain/ chronic joint and muscle pain, inability to engage in sports without suffering unbearable joint and muscle pain") in a 45 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("removal of essure system by (laparoscopic) hysterectomy she did not opt for it that created an empty organ space and inevitable organ prolapse" on (B)(6) 2017). The patient had a medical history of vaginal lesion excision in 2007, metrorrhagia (menorrhagia in 2005 documented in a separate case) in 2003, postpartum hemorrhage in 1999 and anxiety, lumbar pain, tubal ligation, endometriosis, low back pain and multigravida (3 children (in 1992, 1994, 1999)). Patient stated her periods were regular before insertion of essure, she never experienced metrorrhagia, non of the complaint events and symptoms occured prior to essure insertion. Previously administered products included: mirena. Past adverse reactions to the above products included: menorrhagia with mirena. The patient had a family history of myeloma (mother) and osteoporosis (mother). Concomitant products included desogestrel since (B)(6) 2015, progestan (progesterone) and estreva (estradiol). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008 she experienced pelvic pain (seriousness criteria medically important and intervention required), dysmenorrhoea ("major menstrual bleeding at each period with pain until 2014"), heavy menstrual bleeding ("major menstrual bleeding at each period with pain until 2014"), pins and needles ("pins and needles at night") and tendon pain ("tendon pain at various sites, i.e. Achilles tendon, shoulders, hips, elbows, knees, elbows, wrists, arms, calcaneus tendons mainly on the right side, knees locking"). In (B)(6) 2008 she experienced intermenstrual bleeding ("sudden metrorrhagia two months after insertion (of essure)"). In 2010 she experienced musculoskeletal pain (seriousness criterion disability) and sleep disorder ("sleep disorders"). On (B)(6) 2011 she experienced asthenia ("asthenia / chronic asthenia, feeling malaise, intense fatigue, increasing inability to perform everyday tasks, inability to lift moderate loads, "everyday" life very adversely impacted"). On (B)(6) 2013 she experienced dizziness postural ("positional dizziness, upon wake up in the morning / paroxysmal postural dizziness, dizziness attacks"). On (B)(6) 2013 she experienced vertigo positional ("paroxysmal dizziness"). On (B)(6) 2013 she experienced back pain ("acute low back pain"). On (B)(6) 2014 she experienced tendon disorder ("tendinopathy with thickening of left achilles tendon"). On (B)(6) 2014 she experienced epicondylitis ("right epicondylitis"). On (B)(6) 2015 she experienced menometrorrhagia ("menometrorrhagia"). On (B)(6) 2016 she experienced hot flush ("hot flushes"). In 2016 she experienced rash macular ("allergy onset, appearance of unrecognised red patches (abdomen, chest), skin rash (with red patches)"). Essure was removed on (B)(6) 2017. An unknown time later she experienced allergy to metals (seriousness criteria medically important and intervention required), uterine inflammation (seriousness criterion medically important), pain ("tissue pain / night pain"), iron deficiency anaemia ("iron-deficiency anemia"), amenorrhoea ("amenorrhea for 6 months"), adenomyosis ("nodules of adenomyosis"), palpitations ("palpitation"), arthralgia ("pain in both hands and thumbs"), tinnitus ("disruption of the ear-nose-throat system with tinnitus"), paresthesia hand ("night paresthesia of both hands"), insomnia ("insomnia"), dyspepsia ("digestive disorders"), tachycardia ("tachycardia"), anxiety disorder due to a general medical condition ("anxiety related to medical wandering and multiple examinations, consultations with specialists"), dermatitis allergic ("she also experienced skin allergies, dryness and redness around eyes"), erythema ("she also experienced skin allergies, dryness and redness around eyes"), rash ("she also experienced skin allergies, dryness and redness around eyes / skin dryness with rash"), eye pruritus ("itching on eyes"), oral pruritus ("itching on oral palate"), alopecia ("hair loss"), carpal tunnel syndrome ("infiltration in the left carpal tunnel") and feeling abnormal ("feeling as if she had died a slow death") and was found to have uterine leiomyoma ("leiomyoma /myomatous uterus"). The patient was treated with doliprane (paracetamol), lutenyl (nomegestrol acetate), exacyl (tranexamic acid), antadys (flurbiprofen), luteran (chlormadinone acetate), naproxen sodium, lansoprazole, spasfon [phloroglucinol], surgestone (promegestone), voltaren [diclofenac sodium], lumirelax [methocarbamol;methyl nicotinate], ibuprofene, levocetirizine dihydrochloride, ectoparasiticides, incl. Scabicides, thiocolchicoside and altim [cortivazol] as well as surgery (essure removed by laparoscopic hysterectomy and bilateral salpingectomy), physical therapy (physiotherapy and rehabilitation) and non-drug therapy (rehabilitation). In 2014, the dysmenorrhoea and heavy menstrual bleeding had resolved. On (B)(6) 2017, the intermenstrual bleeding had resolved. On (B)(6) 2017, the uterine inflammation, menometrorrhagia, uterine leiomyoma and adenomyosis had resolved. At the time of the report, the pelvic pain, musculoskeletal pain, back pain, pain, rash macular, iron deficiency anaemia, asthenia, palpitations, arthralgia, pins and needles, tendon disorder, tendon pain, tinnitus, dizziness postural, vertigo positional, paresthesia hand, epicondylitis, sleep disorder, dyspepsia, hot flush, tachycardia, dermatitis allergic, erythema, rash, eye pruritus, oral pruritus and feeling abnormal were resolving, the amenorrhoea had resolved and the allergy to metals had not resolved. The outcomes for insomnia, anxiety disorder due to a general medical condition, alopecia and carpal tunnel syndrome were unknown. The reporter considered allergy to metals, alopecia, amenorrhoea, anxiety disorder due to a general medical condition, arthralgia, asthenia, back pain, carpal tunnel syndrome, dermatitis allergic, dizziness postural, dysmenorrhoea, dyspepsia, epicondylitis, erythema, eye pruritus, feeling abnormal, heavy menstrual bleeding, hot flush, insomnia, intermenstrual bleeding, menometrorrhagia, musculoskeletal pain, oral pruritus, pain, palpitations, pins and needles, paresthesia hand, pelvic pain, rash, rash macular, sleep disorder, tachycardia, tendon disorder, tendon pain, tinnitus and vertigo positional to be related to essure administration. No causality assessment was received for essure with regard to uterine inflammation, iron deficiency anaemia, uterine leiomyoma or adenomyosis. The reporter commented: essure inserted without difficulties. Sudden metrorrhagia two months later. Patient had many rehabilitation sessions for lumbar spine due to acute low back pain, achille tendon, right tendon and right elbow, upper limb and heels. Also, had massage sessions and physiotherapy for left achille tendon due to tendinopathy with thickening, dorsal spine due to muscle back pain and for the left shoulder. On (B)(6) 2017, the patient underwent a hysterectomy via celio surgery with bilateral salpingectomy. Allergy tests on (B)(6) 2018 with confirmation of systemic allergy to nickel led to same symptoms as those experienced with essure. Her "everyday" life was very impacted. Her general health status improved since the removal of essure. Less frequent visits with the physician. The patient's physician stated that symptoms were consistent with essure. The patient was in pre-menopause when she experienced the events and refused any hormone treatment. The lawyer reported that the calcium phosphate particles probably had endogenous origin. Particles of chlorine compound, calcium compound and calcium oxide were most likely from a dye. Apart from the two particles of tin compound, the elemental composition of the particles analyzed of this biopsy section did not seem to match with the elemental composition of an essure implant. However, the result of this analysis did not rule out the possibility of a potential presence of particles from the implant in uterine tissue. On (B)(6) 2022 the patient¿s disorders were resolved. She had a good general health status but had difficulties to forget 8 years of pain and the removal of her genital organs. Since the removal of essure on (B)(6) 2017, there was no physician visit. Patient is awaiting the scientific analysis that, according to her understanding, will confirm defectiveness of essure, that contains metal alloys which virtually "poisoned" her body. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.513 kg/sqm. [Alanine aminotransferase] on (B)(6) 2014: elevated. [Allergy test] in 2017: allergy with nickel (earring, buttons...); on (B)(6) 2018: systemic allergy with nickel, confirmed by an allergy specialist. [Biopsy endometrium] on (B)(6) 2010: sub-acute endometritis lesions, unspecific [blood test] on (B)(6) 2014: without finding; on (B)(6) 2015: increase in some proteins ((possible inflammatory syndrome); on (B)(6) 2017: increase in some proteins (possible inflammatory syndrome); on (B)(6) 2017: inflammatory syndrome not found and auto-immune work-up was negative; on (B)(6) 2017: normal; (date unknown): no explanation for the presence of pain [blood thyroid stimulating hormone] on (B)(6) 2015: normal; on (B)(6) 2017: normal [computerised tomogram] on (B)(6) 2014: cervical spine and hands were normal [electromyogram] on (B)(6) 2014: no compression of the median nerve [hysteroscopy] on (B)(6) 2010: hypertrophy of the endometrium, mainly on the posterior wall. Thin synechia next to ostia, covering implants [laboratory test] on (B)(6) 2017: inflammatory syndrome not found [magnetic resonance imaging] on (B)(6) 2017: no finding on left shoulder [neurological examination] on (B)(6) 2014: probable clinical impairment only. Infiltration of carpal tunnel to be considered [pathology test] on (B)(6) 2017: cervix and uterine tube with no finding; (dates unknown): pathological anatomy examination of uterus showed leiomyoma and some nodules of adenomyosis. Congestion of the fallopian tubes was mentioned with remodelling due to fibrosis of the chorion. Conclusion: nothing remarkable and pathological anatomy examination (minapath): scanning electron microscopy of the section from the paraffin block of a uterine tube biopsy showed the presence of inorganic particles: 26 calcium phosphate, 16 chlorine compound, 14 calcium compound, 8 titanium compound, 3 calcium oxide, 2 tin compound, and 1 silica [serum ferritin ( 15- 150 ng/ml)] on (B)(6) 2009: 4 ng/ml; on (B)(6) 2010: 7 ng/ml; on (B)(6) 2011: 12 ng/ml; on (B)(6) 2013: depressed [ultrasound pelvis] on (B)(6) 2009: without finding; on (B)(6) 2010: slightly globular uterus with adenomyotic appearance, polyp in endometrium (9x6x6mm) and polyp in uterine fundus (4mm); on (B)(6) 2010: without findings; on (B)(6) 2012: left ovarian follicle of 19mm. No polyp; (date unknown): good position of essure inserts [ultrasound scan] on (B)(6) 2014: achille heels check: fusiform tendinopathy of achille tendons, left predominance, without fissure picture [x-ray] (date unknown): showed good position of essure inserts quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: health authority france provided update of adverse events. Patient specified she experienced metrorrhagia after insertion of essure, pain and burning sensation in area of lower back and pelvic region, joint pain, disruption of ear-nose-throat system (tinnitus, dizziness attacks), tachycardia, malaise and fatigue, inability to manage daily life, swelling and tingling in hands, onset of symptoms of severe nickel allergy. Non of the symptoms occurred prior to insertion of essure. After removal of essure on (B)(6) 2017 general health condition improved, some joint pain is still going on but greatly reduced. She feels alive again and able to go walking and play sports. Allergies are still present, other symptoms have disappeared. Further company follow-up with the regulatory authority or the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm - heath authorities in france (reference number: (B)(6) on 17-jan-2017. The most recent information was received on 16-oct-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain, a burning sensation in the pelvic ares with lower back pain"), pelvic organ prolapse ("removal of essure system by (laparoscopic) hysterectomy she did not opt for it that created an empty organ space and inevitable organ prolapse"), allergy to metals ("allergy to nickel, systemic allergy with nickel"), uterine inflammation ("bilateral uterine horns seemed to be inflammatory") and musculoskeletal pain ("recurrence of musculoskeletal pain/ chronic joint and muscle pain, inability to engage in sports without suffering unbearable joint and muscle pain") in a 45 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of vaginal lesion excision in 2007, metrorrhagia (menorrhagia in 2005 documented in a separate case) in 2003, postpartum hemorrhage in 1999 and anxiety, lumbar pain, tubal ligation, endometriosis, low back pain and multigravida (3 children (in 1992, 1994, 1999)). Patient stated her periods were regular before insertion of essure, she never experienced metrorrhagia, non of the complaint events and symptoms occured prior to essure insertion. Previously administered products included: mirena. Past adverse reactions to the above products included: menorrhagia with mirena. The patient had a family history of myeloma (mother) and osteoporosis (mother). Concomitant products included desogestrel since 20-jan-2015, progestan (progesterone) and estreva (estradiol). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008 she experienced pelvic pain (seriousness criteria medically important and intervention required), dysmenorrhoea ("major menstrual bleeding at each period with pain until 2014"), heavy menstrual bleeding ("major menstrual bleeding at each period with pain until 2014"), pins and needles ("pins and needles at night") and tendon pain ("tendon pain at various sites, i.e. Achilles tendon, shoulders, hips, elbows, knees, elbows, wrists, arms, calcaneus tendons mainly on the right side, knees locking"). In (B)(6) 2008 she experienced intermenstrual bleeding ("sudden metrorrhagia two months after insertion (of essure)"). In 2010 she experienced musculoskeletal pain (seriousness criterion disability) and sleep disorder ("sleep disorders"). On (B)(6) 2011 she experienced asthenia ("asthenia / chronic asthenia, feeling malaise, intense fatigue, increasing inability to perform everyday tasks, inability to lift moderate loads, everday life very adversely impacted"). On (B)(6) 2013 she experienced dizziness postural ("positional dizziness, upon wake up in the morning / paroxysmal postural dizziness, dizziness attacks"). On (B)(6) 2013 she experienced vertigo positional ("paroxysmal dizziness"). On (B)(6) 2013 she experienced back pain ("acute low back pain"). On 05-feb-2014 she experienced tendon disorder ("tendinopathy with thickening of left achilles tendon"). On (B)(6) 2014 she experienced epicondylitis ("right epicondylitis"). On (B)(6) 2015 she experienced menometrorrhagia ("menometrorrhagia"). On (B)(6) 2016 she experienced hot flush ("hot flushes"). In 2016 she experienced rash macular ("allergy onset, appearance of unrecognised red patches (abdomen, chest), skin rash (with red patches)"). On (B)(6) 2017 she experienced pelvic organ prolapse (seriousness criterion medically important). Essure was removed the same day. An unknown time later she experienced allergy to metals (seriousness criteria medically important and intervention required), uterine inflammation (seriousness criterion medically important), pain ("tissue pain / night pain"), iron deficiency anaemia ("iron-deficiency anemia"), amenorrhoea ("amenorrhea for 6 months"), adenomyosis ("nodules of adenomyosis"), palpitations ("palpitation"), arthralgia ("pain in both hands and thumbs"), tinnitus ("disruption of the ear-nose-throat system with tinnitus"), paresthesia hand ("night paresthesia of both hands"), insomnia ("insomnia"), dyspepsia ("digestive disorders"), tachycardia ("tachycardia"), anxiety disorder due to a general medical condition ("anxiety related to medical wandering and multiple examinations, consultations with specialists"), dermatitis allergic ("she also experienced skin allergies, dryness and redness around eyes"), erythema ("she also experienced skin allergies, dryness and redness around eyes"), rash ("she also experienced skin allergies, dryness and redness around eyes / skin dryness with rash"), eye pruritus ("itching on eyes"), oral pruritus ("itching on oral palate"), alopecia ("hair loss"), carpal tunnel syndrome ("infiltration in the left carpal tunnel") and feeling abnormal ("feeling as if she had died a slow death") and was found to have uterine leiomyoma ("leiomyoma /myomatous uterus"). The patient was treated with doliprane (paracetamol), lutenyl (nomegestrol acetate), exacyl (tranexamic acid), antadys (flurbiprofen), luteran (chlormadinone acetate), naproxen sodium, lansoprazole, spasfon [phloroglucinol], surgestone (promegestone), voltaren [diclofenac sodium], lumirelax [methocarbamol;methyl nicotinate], ibuprofene, levocetirizine dihydrochloride, ectoparasiticides, incl. Scabicides, thiocolchicoside and altim [cortivazol] as well as surgery (essure removed by laparoscopic hysterectomy and bilateral salpingectomy), physical therapy (physiotherapy and rehabilitation) and non-drug therapy (rehabilitation). In 2014, the dysmenorrhoea and heavy menstrual bleeding had resolved. On (B)(6) 2017, the intermenstrual bleeding had resolved. On (B)(6) 2017, the uterine inflammation, menometrorrhagia, uterine leiomyoma and adenomyosis had resolved. At the time of the report, the pelvic pain, pelvic organ prolapse, musculoskeletal pain, back pain, pain, rash macular, iron deficiency anaemia, asthenia, palpitations, arthralgia, pins and needles, tendon disorder, tendon pain, tinnitus, dizziness postural, vertigo positional, paresthesia hand, epicondylitis, sleep disorder, dyspepsia, hot flush, tachycardia, dermatitis allergic, erythema, rash, eye pruritus, oral pruritus and feeling abnormal were resolving, the amenorrhoea had resolved and the allergy to metals had not resolved. The outcomes for insomnia, anxiety disorder due to a general medical condition, alopecia and carpal tunnel syndrome were unknown. The reporter considered allergy to metals, alopecia, amenorrhoea, anxiety disorder due to a general medical condition, arthralgia, asthenia, back pain, carpal tunnel syndrome, dermatitis allergic, dizziness postural, dysmenorrhoea, dyspepsia, epicondylitis, erythema, eye pruritus, feeling abnormal, heavy menstrual bleeding, hot flush, insomnia, intermenstrual bleeding, menometrorrhagia, musculoskeletal pain, oral pruritus, pain, palpitations, pins and needles, paresthesia hand, pelvic organ prolapse, pelvic pain, rash, rash macular, sleep disorder, tachycardia, tendon disorder, tendon pain, tinnitus and vertigo positional to be related to essure administration. No causality assessment was received for essure with regard to uterine inflammation, iron deficiency anaemia, uterine leiomyoma or adenomyosis. The reporter commented: essure inserted without difficulties. Sudden metrorrhagia two months later. Patient had many rehabilitation sessions for lumbar spine due to acute low back pain, achille tendon, right tendon and right elbow, upper limb and heels. Also, had massage sessions and physiotherapy for left achille tendon due to tendinopathy with thickening, dorsal spine due to muscle back pain and for the left shoulder. On (B)(6) 2017, the patient underwent a hysterectomy via celio surgery with bilateral salpingectomy. Allergy tests on (B)(6) 2018 with confirmation of systemic allergy to nickel led to same symptoms as those experienced with essure. Her everydays life was very impacted. Her general health status improved since the removal of essure. Less frequent visits with the physician. The patient's physician stated that symptoms were consistent with essure. The patient was in pre-menopause when she experienced the events and refused any hormone treatment. The lawyer reported that the calcium phosphate particles probably had endogenous origin. Particles of chlorine compound, calcium compound and calcium oxide were most likely from a dye. Apart from the two particles of tin compound, the elemental composition of the particles analyzed of this biopsy section did not seem to match with the elemental composition of an essure implant. However, the result of this analysis did not rule out the possibility of a potential presence of particles from the implant in uterine tissue. On (B)(6) 2022 the patient¿s disorders were resolved. She had a good general health status but had difficulties to forget 8 years of pain and the removal of her genital organs. Since the removal of essure on (B)(6) 2017, there was no physician visit. Patient is awaiting the scientific analysis that, according to her understanding, will confirm defectiveness of essure, that contains metal alloys which virtually "poisoned" her body. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.513 kg/sqm. [Alanine aminotransferase] on 06-nov-2014: elevated. [Allergy test] in 2017: allergy with nickel (earring, buttons); on (B)(6) 2018: systemic. Allergy with nickel, confirmed by an (B)(6). [Biopsy endometrium] on (B)(6) 2010: sub-acute endometritis lesions, unspecific. [Blood test] on (B)(6) 2014: without finding; on (B)(6) 2015: increase in some proteins. ((Possible inflammatory syndrome); on (B)(6) 2017: increase in some proteins (possible inflammatory syndrome); on (B)(6) 2017: inflammatory syndrome not found and auto-immune work-up was negative; on (B)(6) 2017: normal; (date unknown): no explanation for the presence of pain. [Blood thyroid stimulating hormone] on (B)(6) 2015: normal; on (B)(6) 2017: normal. [Computerised tomogram] on (B)(6) 2014: cervical spine and hands were normal. [Electromyogram] on (B)(6) 2014: no compression of the median nerve. [Hysteroscopy] on (B)(6) 2010: hypertrophy of the endometrium, mainly on the posterior. Wall. Thin synechia next to ostia, covering implants. [Laboratory test] on (B)(6) 2017: inflammatory syndrome not found. [Magnetic resonance imaging] on (B)(6) 2017: no finding on left shoulder. [Neurological examination] on (B)(6) 2014: probable clinical impairment only. Infiltration .of carpal tunnel to be considered. [Pathology test] on (B)(6) 2017: cervix and uterine tube with no finding; (dates unknown): pathological anatomy examination of uterus showed leiomyoma and some nodules of adenomyosis. Congestion of the fallopian tubes was mentioned with remodelling due to fibrosis of the chorion. Conclusion: nothing remarkable and pathological anatomy examination (minapath): scanning electron microscopy of the section from the paraffin block of a uterine tube biopsy showed the presence of inorganic particles: 26 calcium phosphate, 16 chlorine compound, 14 calcium compound, 8 titanium compound, 3 calcium oxide, 2 tin compound, and 1 silica [serum ferritin ( 15- 150 ng/ml)] on (B)(6) 2009: 4 ng/ml; on (B)(6) 2010: 7 ng/ml; on (B)(6) 2011: 12 ng/ml; on (B)(6) 2013: depressed. [Ultrasound pelvis] on (B)(6) 2009: without finding; on (B)(6) 2010: slightly globular uterus with adenomyotic appearance, polyp in endometrium (9x6x6mm) and polyp in uterine fundus (4mm); on (B)(6) 2010: without findings; on (B)(6) 2012: left ovarian follicle of 19mm. No polyp; (date unknown): good position of essure inserts. [Ultrasound scan] on (B)(6) 2014: achille heels check: fusiform tendinopathy of achille tendons, left predominance, without fissure picture. [X-ray] (date unknown): showed good position of essure inserts. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-oct-2023: quality safety evaluation of ptc. Further company follow-up with the regulatory authority or the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was reported via regulatory authority (B)(6) ((B)(4)) on 17-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("chronic back pain") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient started essure. In (B)(6)2008, the patient experienced back pain (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia ("major menstrual bleeding at each period with pain until 2014"), dysmenorrhoea ("major menstrual bleeding at each period with pain until 2014"), arthralgia ("chronic joint pain"), myalgia ("chronic muscle pain"), paraesthesia ("pins and needles at night") and tendon pain ("tendon pain at various sites, i.e. Achilles tendon, shoulders, hips, elbows"). The patient was treated with surgery (essure removal is planned for (B)(6) 2017.). In 2014, the menorrhagia and dysmenorrhoea had resolved. At the time of the report, the back pain, arthralgia, myalgia, paraesthesia and tendon pain outcome was unknown. The reporter provided no causality assessment for back pain, menorrhagia, dysmenorrhoea, arthralgia, myalgia, paraesthesia and tendon pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: blood test result was no explanation for the presence of pain. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-mar-2017 for the following meddra preferred term: back pain the analysis in the global safety database revealed 248 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 8-mar-2017: quality safety evaluation of ptc. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced chronic back pain. Essure removal was planned. This event is regarded as an anticipated according to the reference safety information for essure. Back pain may occur with essure therapy. Based on information provided and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal is planned. Additionally, non-serious events were reported. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. No further information will be available, because health authority does not allow active follow-up.